Manufacturer narrative:
Product analysis: it was determined during analysis of the programmer that the stylus tip was loose and no longer functional. Analysis also noted that all bullets were broken, the bezel was damaged, the rear display cover was damaged, the logo button was broken, the media bay latch was broken and the cord bay was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was returned for preventative maintenance and subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.